Manufacturer narrative:
Sample #1 was serum collected in a tube w/o a gel barrier. Sample "was a very short draw" and had to be poured into a sample cup for analysis. Sample #2 was lithium heparin plasma with a gel barrier with the proper fill volume. Samples were centrifuged at 3000. Centrifugation and clot times were not supplied. Quality control was within the customer's established ranges prior to and after the erroneous result. System check was performed on (B)(4) 2010 and was within specifications. Diagnostic system check was performed after the erroneous result and was within specifications. No errors were posted to the event log in association with this event. Customer also reported that there had been another falsely elevated troponin test result earlier in the month, however, no data was provided. Service did not go on site to verify hardware. Field service engineer instructed the operator to change the aspirate probes, perform a system check and a precision run with wash buffer. The system check and precision run met specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample tested on a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the laboratory. Test results were questioned. Sample was redrawn. Repeat analysis was performed on both the initial and subsequent sample. The repeat test results were within normal range and were reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event.